Event description:
Boston scientific received information that this pacemaker displayed low pacing impedance measurements less than 200 ohms which gradually decreased. There was no noise present and all other measurements were within normal limits. The physician suspected an insulation breach on the right ventricular (rv) lead. A revision procedure was performed and no insulation breach was observed. The physician decided to explant the device. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.